Event description:
Medtronic received information that approximately 3 years following the implant of this bioprosthetic valve, the valve was explanted and replaced with a pericardial valve for an unknown reason. Further details have been requested.

Manufacturer narrative:
Product analysis: no product was returned for analysis; however, product return and additional information has been requested. Device history review could not be performed, as no serial number was provided. Conclusion: at this time, no product has been returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or additional information be received, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.